Manufacturer narrative:
The returned device was evaluated and the case description states that the user's controller would not turn on. The controller was returned with the battery depleted. No evidence of thermal exposure or thermal damage was observed on the controller. The controller was plugged in and allowed to charge. The battery charging screen appeared when the controller was plugged in and the controller was able to charge, turn on, and boot up with no issues. No damages or defects were seen that would have prevented the controller from turning on when charged. Inspection of the android log files downloaded from the controller found no evidence of the controller being unable to turn on. The logs showed that the controller was on until the battery drained with no evidence of the controller having been plugged in. The controller was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 30 mg/dl while wearing the pod. The patient reports having a swollen throat. The patient reports their controller was not turning on. The patient reports the following day they had gone to the hospital. Once at the hospital the patient had blood tests as well as a computed tomography (CT) scan and magnetic resonance imaging (MRI). The patient was treated with intravenous fluids. The patient was discharged from the hospital after 3 days.